Event description:
The customer reported that the defib did not deliver a shock and did not discharge.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.